Manufacturer narrative:
(B)(4).

Event description:
It was reported a spline break occurred. An intellamap orion¿ mapping catheter and another manufacturer¿s sheath were selected for use during an atrial fibrillation ablation procedure. Resistance was noted while trying to pull back through the sheath, and the proximal end of a spline detached. The articulation state during retraction into the sheath was unknown. It was reported the patient did not have any unusual cardiac anatomy, and the orion catheter had not become entangled with any other catheters during the procedure. Another orion catheter was used to complete the procedure. There were no patient complications and the patient's current condition is fine..

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: visual analysis of the returned device found spline 5 detached at the proximal side of the array. There was evidence of mechanical damage on the inside of the splines. There is potential of entanglement with another device that could lead to separation at the proximal side of the array. The device failed electrical testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use indicate: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated" and "precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters. Remove the catheter in case of any observed malfunction." (B)(4).

Event description:
It was reported a spline break occurred. An intellamap orion¿ mapping catheter and another manufacturer¿s sheath were selected for use during an atrial fibrillation ablation procedure. Resistance was noted while trying to pull back through the sheath, and the proximal end of a spline detached. The articulation state during retraction into the sheath was unknown. It was reported the patient did not have any unusual cardiac anatomy, and the orion catheter had not become entangled with any other catheters during the procedure. Another orion catheter was used to complete the procedure. There were no patient complications and the patient's current condition is fine.